Event description:
On (B)(6) 2014, cormatrix cardiovascular received user facility report #(B)(4) detailing an event involving the use of cormatrix ecm for cardiac tissue repair as indicated below. It was reported that the cormatrix ecm was used for a mitral valve leaflet augmentation procedure in (B)(6) 2013. The pt returned to the operating room five months later for severe recurrent mitral regurgitation. Dehiscence of the patch was noted during the procedure. The patch was explanted in (B)(6) 2014.

Manufacturer narrative:
The user facility indicated that the device is no longer available for eval as it was discarded within the normal course of business. Cormatrix has contacted risk management as well as the implanting surgeon at the user facility to request add'l info regarding the implantation procedure. To date, no add'l info has been provided.